Manufacturer narrative:
(B)(4). This complaint is for a check lines and bags alarm. From the data within the complaint information, the root cause was not identified. This review found the labeling adequate for the user errors in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the home choice (hc) unit during fill 4. During troubleshooting, the hp said that he did manual drain. The hp said that he respiked the line on the last fill bag on to the heater line. The technical service representative (tsr) explained about not respiking supply bag and assisted with ending therapy. The tsr advised to follow up with nurse about program and respiking supply bags. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The nurse stated the hp was informed about not respiking the bags. The hp has continued therapy no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.